Event description:
The complainant reported that the purge blocked alarm noted and purge flows low, purge pressure high. The doctor ordered tissue plasminogen activator (tpa) to run as purge. Additional information indicated that the slight pink red tint noted to foley catheter output, plasma free hemoglobin (hgb). Tissue plasminogen activator (tpa) was ran through purge last night with little result on purge flow. Purge cassette was changed and a slight increase in purge flow was noted. Per report, no overnight impella related issues. However, had bleeding from swan ganz site followed by hypotension. The heparin was on hold.

Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.